Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient presented with an acute mi and was transferred to the ccl for a cardiac catheterization. Another manufacturer's stent was implanted in the distal portion of the proximal to mid left anterior descending (lad) artery. Another lesion was identified in the moderately tortuous non-calcified and totally occluded proximal circumflex (cx) artery. The lesion was direct stented with a taxus express2 3.0x28mm drug eluting stent deployed at 16 atm's. The stent was not post dilated. During the procedure the patient received heparin and post procedure, the patient was started on panaldine and aspirin. It was noted that the patient had severe diabetes and hyperlipidemia which had been treated. The patient returned to the ccl the next day after experiencing a drop in blood pressure and "shock". Angiography was performed and thrombus was observed in both the cx and lad. "Also thickened blood was observed." An intra-aortic balloon pump was placed, a heparin bolus was given and balloon angioplasty was performed. The physician also performed aspiration with a thrombectomy device. The patient experienced worsening heart failure due to the acute mi and expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis it not available, and we are not able to determine the root cause of this event.